Event description:
It was reported that an ilet pump experienced screen delamination consistent with a failure of bonding on the display component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a stress-related problem consistent with loss or failure to bond affecting the display. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.